Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device breakage ("the device fractured during traction, broken end/device fractured again") and autoimmune disorder ("auto-immune disorder") in a 28-year-old female patient who had essure (batch no. B53032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, tooth abscess, tooth fracture and birth control (condoms). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches/migraines/headache"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), fatigue ("fatigue"), menopausal symptoms ("hormonal changes: premenopausal"), headache ("migraines/headaches"), pelvic pain ("pain"), hyperhidrosis ("hyperhidrosis") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with ibuprofen, surgery (hysterectomy; successfully removed essure devices) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, vaginal discharge, menorrhagia, vaginal haemorrhage, tooth disorder, fatigue, menopausal symptoms, headache and pelvic pain had resolved and the device breakage, hyperhidrosis and weight increased outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, menopausal symptoms, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not experience any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. On (B)(6) 2017, she underwent ultrasound which was normal. On (B)(6) 2017, pathology test revealed , endometrium, curettage, emc: proliferative phase endometrium. Fallopian tube, salpingectomy, left fallopian tube and right fallopian tube with essure device: completely transected fallopian tube showing no significant abnormality. Concerning the injuries reported in this case, the following one was described- device breakage and following events were confirmed in patient¿s medical records:menorrhagia and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device breakage ("the device fractured during traction, broken end/device fractured again") and autoimmune disorder ("auto-immune disorder") in a 28-year-old female patient who had essure (batch no. B53032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, tooth abscess, tooth fracture and birth control (condoms). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches/migraines/headache"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), fatigue ("fatigue"), menopausal symptoms ("hormonal changes: premenopausal"), headache ("migraines/headaches"), pelvic pain ("pain"), hyperhidrosis ("hyperhidrosis") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with ibuprofen, surgery (hysterectomy; successfully removed essure devices) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, vaginal discharge, menorrhagia, vaginal haemorrhage, tooth disorder, fatigue, menopausal symptoms, headache and pelvic pain had resolved and the device breakage, hyperhidrosis and weight increased outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, menopausal symptoms, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not experience any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. On (B)(6) 2017, she underwent ultrasound which was normal. On (B)(6) 2017, pathology test revealed , endometrium, curettage, emc: proliferative phase endometrium. Fallopian tube, salpingectomy, left fallopian tube and right fallopian tube with essure device: completely transected fallopian tube showing no significant abnormality. Concerning the injuries reported in this case, the following one was described- device breakage and following events were confirmed in patient¿s medical records:menorrhagia and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, new reporter, patient relevant information concomitant medication, lab data, event weight fluctuation replaced with weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device breakage ("the device fractured during traction, broken end/device fractured again") and autoimmune disorder ("auto-immune disorder") in a 28-year-old female patient who had essure (batch no. B53032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, tooth abscess and tooth fracture. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches/migraines/headache"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), fatigue ("fatigue"), menopausal symptoms ("hormonal changes: premenopausal"), headache ("migraines/headaches"), pelvic pain ("pain"), hyperhidrosis ("hyperhidrosis") and weight fluctuation ("weight gain/loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with ibuprofen, surgery (hysterectomy; successfully removed essure devices) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, vaginal discharge, menorrhagia, vaginal haemorrhage, tooth disorder, fatigue, menopausal symptoms, headache, pelvic pain and weight fluctuation had resolved and the device breakage and hyperhidrosis outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, menopausal symptoms, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she did not experience any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. On (B)(6) 2017, she underwent ultrasound which was normal. On (B)(6) 2017, pathology test revealed , endometrium, curettage, emc: proliferative phase endometrium. Fallopian tube, salpingectomy, left fallopian tube and right fallopian tube with essure device: completely transected fallopian tube showing no significant abnormality. Concerning the injuries reported in this case, the following one was described- device breakage and following events were confirmed in patient¿s medical records:menorrhagia and dyspareunia. Most recent follow-up information incorporated above includes: on 6-mar-2018: pfs received. Abnormal bleeding (vaginal, menorrhagia), dental problems, fatigue, headaches, hormonal changes: premenopausal, pain, weight gain/loss and the device fractured during traction, broken end/device fractured again. Concomitant disease, treatment drug and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (hysterectomy; successfully removed essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.